Manufacturer narrative:
Clarification for d.6a implant date: defaulted to 01/jan/2012, initially provided as 14 years ago. Clarification: section d : device information populated as unknown mammary, defaults as a saline device. No device information at this time. Histopathological markers cd30+ and alk- have not been received, hence the report of alcl has not been confirmed. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma-alcl-suspected (bia-alcl). Contact information: (B)(6). Hospital information: (B)(6) united kingdom. Phone: (B)(6).

Event description:
Healthcare professional reported "a patient who has had allergan textured implants for the past 14 years and has now been diagnosed with alcl.". This record is for the left side. The device remains implanted. Histopathological markers cd30+ and alk- have not been received, hence the report of alcl has not been confirmed.